Event description:
It was reported that the patient had increased white blood cells and protein in cerebrospinal fluid. No other information was provided. No patient or device information was provided, so follow-up is not possible.